Event description:
It was reported that a physician was having some issues with the programming handheld device. The screen would freeze on the interrogation screen. A soft and hard reset were performed; however, once the hard reset was performed, it took about five minutes for the main screen to load. According to the physician, this issue began about a month prior to her reporting it to the MFR. The physician was sent a replacement handheld and attempts to obtain the physician's old handheld are currently being made.